Manufacturer narrative:
Poly insert wear was reported for a patient with an itotal knee replacement. A revision surgery is planned to exchange the poly inserts. It was also reported that a full revision may be necessary. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert wear was reported for a patient with an itotal knee replacement. A revision surgery is planned to exchange the poly inserts. It was also reported that a full revision may be necessary.

Event description:
Poly insert wear was originally reported for a patient with an itotal knee replacement. Revision surgery occurred to exchange the poly inserts. It was reported later that there was no poly insert wear. It was reported that the patient had instability.

Manufacturer narrative:
Poly insert wear was originally reported for a patient with an itotal knee replacement. Revision surgery occurred to exchange the poly inserts. It was reported later that there was no poly insert wear. It was reported that the patient had instability. Review of the device history record indicates that the device was manufactured to specification.